Event description:
A medtronic representative reported an alleged inaccuracy during a spine case with the stealthstation. The probes were tracking superior from actual position of the probe and screw. Surgeon completed surgery using the stealthstation with no impact to the patient.

Manufacturer narrative:
Patient information not available at time of this report. The device has not been returned to the manufacturer.